Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. The instrument is designed to lockout when all the clips have been fired. The instrument was disassembled and the lockout posts were noted to be broken, which denotes that the lockout had been fired through. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device used to clip the cystic artery. It was fired and scissored, causing damage to the cystic artery and additional bleeding. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: did the scissored clip cut the cystic artery? Yes, this was reported by the surgeon. How much bleeding occurred? Specified amount unknown, but it was controlled. Did the patient receive any blood products? No. Was the post-op patient care changed due to the bleeding caused by the scissored clip? No. What was the patients condition after the procedure? Good. Which firing of the device did this event occur on? 3rd. Was the clip fully advanced into the jaws prior to firing? It was reported, yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No. Did somebody other than the primary surgeon fire the instrument? If so, whom? No.